Manufacturer narrative:
A2. Reported patient age (60 years) is the average age for all patients included in the study group. A3a. Reported patient sex (male) is representative of the majority of patient in the study group. G3. The PMA/501k reference number is unknown as the model of onyx used in the procedure was unknown. Separate reports will be submitted for potentially serious injuries without outcome of death reported in the literature article. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Voldrich, r., charvát, f., <(>&<)> netuka, d. (2023). Copolymer liquid embolization of dural arteriovenous fistulas: a 20-year single-center experience. Journal of neuroimaging¿: official journal of the american society of neuroimaging, 33(6), 926¿932. Https://doi .org/10.1111/jon.13148 medtronic review of the literature article found a retrospective study which analyzed outcomes of endovascular treatment (evt) for dural arteriovenous fistulas (davfs). 192 patients with 195 davfs were treated at the single facility between 2002 and 2023. Transarterial embolization with onyx was the preferred treatment strategy in majority of cases (92%) sometimes used with coils or n-butyl cyanoacrylate (nbca). Marathon microcatheters were used except in the cases of anterior fossa davfs embolized through anterior meningeal artery, in which cases a catheter with a detachable tip, either apollo or a non-medtronic catheter were used. A satisfactory clinical outcome of mrs score of less than 3 was achieved in 168 (88%) patients, and 181 (94%) patients showed clinical improvement or remained stable. No device malfunctions were reported. All patient with reported treatment of anterior fossa davf were considered cured and had improvement of modified rankin score (mrs). Six patients died as a result of intracranial hemorrhage (ich) from a ruptured malformation, with four of them experiencing complete embolization of the davf and two having undergone partial embolization. A new evt was planned for both patients who underwent partial embolization. In the meantime, however, rebleeding occurred, as a result of which both patients died.